Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the system was booting up it was making a beeping noise and stated an error message regarding the collimator error. The site rebooted the system several times before the error message and beeping went away.